Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient knew someone who had a device where the battery broke and it leaked inside of her. Follow-up was not required as the patient refused to provide any further information.